Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: france. It was reported that due to the positioning of the needle in the blister pack, the needle pierced the pack and a nurse was pricked with the needle. It was indicated that there was no consequence for the nurse.

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed in the market, there are no units in stock. It seems that the needle was perforated in the cardboard for support and the aluminum pack as can be seen in the enclosed picture. There has not been previous complaints received for this defect regarding this product. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. This is considered an isolated unit. The involved personnel has been informed about this incident. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to open a CAPA in the system.